Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 06-oct-2010. No non-conformance reports (ncrs) were generated during production. A product development investigation was performed for the subject device (compression forceps, part number 03.211.400, lot number t949357). The subject device was returned with the complaint condition stating that a handle for compression forceps has a crack on the leaf spring on the inside of the handle. Issue was discovered during routine inspection of field equipment. There was no patient involvement. This complaint is confirmed, the leaf spring has cracked where it is secured to the handle with a screw. The crack exists just distal to the screw. The leaf spring is now in 2 pieces due to the crack, although both pieces are still retained in the assembly. Because the crack is through the entire leaf spring component and the leaf spring is now in 2 pieces, the failure code of "broken : procedural step unknown" was selected for this investigation summary to account for the "as received" condition of the device at customer quality (cq). Whether this complaint can be replicated is not applicable as the device is already broke. Unable to determine a definitive root cause; however, the complaint condition was most likely caused by application of excessive force or cumulative wear during 6 years of field use. It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 03.211.400 compression forceps are an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot / midfoot system (technique guide). Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a handle for compression forceps has a crack on the leaf spring on the inside of the handle. Issue was discovered during routine inspection of field equipment. There was no patient involvement. During the manufacturer investigation, it was identified that the leaf spring is now in 2 pieces due to the crack. This condition was re-evaluated and was determined to be reportable on (B)(6) 2016. This is report 1 of 1 for com-(B)(4).